Event description:
Customer reported that she had unexplained high blood glucose of 598 mg/dl, because her insulin pump is not delivering the insulin. Customer stated that she took a manual injection to bring the blood glucose down. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received in with a blank display due to moisture damage to the assembly. Unable to verify any alarms or perform the displacement, rewind, basic occlusion, prime and excessive no delivery tests due to the blank display. Cracks to the display window, battery tube threads and belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.